Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the surgery, the screw was broken. The broken part remained in the pt's body to complete the surgery.